Event description:
It was reported that the patient¿s leads were put in but they were ¿never right¿. The right lead was on top of the patient¿s spine. The patient had their battery replaced and the leads redone in (B)(6) 2010. Their doctor tried to re-adjust their leads and also replaced the battery to keep from having to do it 3 or 4 years later when it would have depleted. The doctor didn¿t do a full lead revision, they just tried to pull the leads down a little bit because, the patient¿s stimulation was in their ribs and they needed the stimulation for their legs. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 377760, lot# v000187, implanted: 2006 (B)(6); product type lead product ID 377760, lot# j0555264v, implanted: 2006 (B)(6); product type lead (B)(4).